Manufacturer narrative:
One device was received for evaluation for the complaint that the dso seal was damaged. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. During visual inspection found the lifting dso seal and damaged battery compartment. The complaint of dso seal is damaged confirmed through visual inspection. The dso seal, battery door, and battery compartment was replaced and performed dso/uso sensor calibration. The performance verification testing was performed and passed all testing criteria.

Event description:
It was reported that during testing the dso seal was damaged. There were no patient involvement and patient harm.